Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the common bile duct. The stricture was 6cm in length. The patient anatomy was noted to be normal and the stricture was not dilated prior to stent placement. During the procedure, the stent was deployed by approximately 10% when the physician decided to reposition the stent. However, the stent failed to reconstrain. The stent was removed partially deployed from the patient, and no visible damage was noted to the device. The procedure was completed with another wallflex biliary stent of different size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 19mm. It was noted that the outer sheath was accordioned for a distance of 7mm at 120mm proximal to its distal end. During a functional analysis, the stent was unable to be reconstrained or deployed. The shaft was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. No issues were noted with the deployed stent; however, the compressed area of the inner shaft was kinked at 30mm proximal to the skived area. No issues were noted with the movement of the outer sheath distally or proximally. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the common bile duct. The stricture was 6cm in length. The patient anatomy was noted to be normal and the stricture was not dilated prior to stent placement. During the procedure, the stent was deployed by approximately 10% when the physician decided to reposition the stent. However, the stent failed to reconstrain. The stent was removed partially deployed from the patient, and no visible damage was noted to the device. The procedure was completed with another wallflex biliary stent of different size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.